Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before an intraocular lens (iol) implant procedure, lens not used as trailing haptic was straight on advancement of plunger. Lens was not implanted. The surgery was completed with unspecified replacement iol. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The trailing haptic was observed to be straight. Photo review: received photo shows a company device. The plunger and intraocular lens (iol) are advanced to mid nozzle. The trailing haptic is straight. We are unable to determine the root cause for the reported complaint "trailing haptic was straight on advancement of plunger". Straight trailing haptic was observed. Straight trailing haptic may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (more than 23 degree celsius / 73-degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The direction for use (dfu) instructs: "visually inspect the lens to determine the position of the leading and trailing haptics (refer to figure 7). Verify that the plunger is in contact with the trailing optic edge. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).